Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse checked the wash station, substrate and water volume dispense and replaced the sample probe. However, the issue still persists. The cause of the discordant, false reactive toxoplasma igg results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained a discordant, false reactive igg antibodies to toxoplasma gondii (toxoplasma igg) result on one patient sample upon repeat testing on an immulite 2000 xpi instrument, when using kit lot 432. On (B)(6) 2017, the sample was tested on the immulite 2000 xpi instrument, using kit lot # 433 and the result was reactive. The sample was then repeated on an alternate platform, resulting non-reactive. On (B)(6) 2017, the sample was repeated on the immulite 2000 xpi instrument, using kit lots 433 and 432, resulting reactive both times. The discordant results obtained on the immulite 2000 xpi instrument were not reported to the physician(s). The result obtained on the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg results.

Manufacturer narrative:
The initial MDR 2432235-2017-00495 was filed on august 24, 2017. The first supplemental MDR 2432235-2017-00495_s1 was filed on august 30, 2017. Additional information (09/20/2017): siemens technical support laboratory (tsl) evaluated the sample sent by the customer with immulite 2000 quantitative toxoplasma igg lots 431, 432 and 433 as well as with the advia centaur toxoplasma g assay. The sample recovered reactive with lots 431 (24.3 iu/ml), 432 (19.8 iu/ml), and 433 (21.8 iu/ml) so the sample being reactive is not a lot specific issue. When tested with the advia centaur toxoplasma g assay the sample recovered non-reactive (<0.5 iu/ml). There was insufficient sample to perform an in-house testing with a non-specific antibody blocking tube (nabt). Individual sample results can vary from lot to lot without the product deviating from the claim in the instructions for use (IFU). When the customer treated two of the samples with nabt and tested them with the immulite 2000 toxoplasma quantitative igg assay the result remained reactive, therefore, non-specific antibodies are not elevating the results. Immulite 2000 toxoplasma igg lot 432 was released in april 2017. Two other immulite 2000 toxoplasma igg lots have been released since then. A search of the complaint databases on october 13, 2017 did not show any other complaints about false positive samples with immulite 2000 toxoplasma igg lot 432. Despite the fact that the customer has seen 4 samples that are reactive with immulite 2000 toxoplasma igg lot 432 and non-reactive with other methods there is no evidence of a product issue. For there to be a product issue with immulite 2000 toxoplasma igg lot 432, more than 1 out of every 20 negative samples would have to generate a reactive result. Given that lot 432 was released in april 2017, if this was occurring we would expect to have received more than 1 complaint for this issue. Based on the available information immulite 2000 toxoplasma igg lot 432 is performing as intended. The cause of the discordant, false reactive quantitative toxoplasma igg results on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The initial MDR was filed on august 24, 2017. Additional information (08/22/2017): the customer ran the patient sample with nonspecific antibody blocking tube on the immulite 2000 xpi instrument, using reagent lot 434, resulting false reactive. Mdrs 2247117-2017-00082 and 2247117-2017-00087 were filed for the same event.